Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (10mg/ml at 0.504mg/day) via intrathecal drug delivery pump. The indication for use was noted as post lumbar laminectomy syndrome and spinal pain. It was reported that the patient's pump was not working properly and was causing her pain. The pump did not give the right dosage. She had an MRI on (B)(6) 2018 and the pump did not turn off like it was intended to. The patient said, "since then, I'm just not getting the relief that I did before and I'm not feeling well." After the MRI, the healthcare provider (hcp) did check the pump and the log said the motor stall recovered. The patient had no falls or trauma. The patient would follow-up with the hcp. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the MRI was for a separate health concern. The infusion pump was functioning properly. No actions/interventions were applicable. There were no further complications reported at this time.